Event description:
It was reported that the patient with this inflatable penile prosthesis, presented with weak cylinder strength. Saline was added to the reservoir. No components were removed or replaced. No patient complications were reported.